Manufacturer narrative:
An event regarding acetabular periprosthetic fracture and suspected infection involving an unknown ceramic head was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as the device was not returned for evaluation. Medical records received and evaluation: no information was received for review with the clinical consultant. Device history review could not be performed as the device lot is unknown. Complaint history review could not be performed as the device lot is unknown. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as device details, return of device, operative reports, pathology reports, x-rays, patient history & follow-up notes are needed to investigate this event further. If additional information and/or device become available, this investigation will be reopened. The following devices were also listed in this report: unknown restoration modular proximal cone body; cat# unknown; lot# unknown; unknown restoration modular 18 x 155mm stem; cat# unknown; lot# unknown; it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
It was reported through the submission of a revision implant sheet that the patient's right hip was revised. The implant sheet shows only a cancellous bone screw indicated as "in/ out" and a ball--tipped guide wire. Update (B)(6) 2018: spoke to rep. A girdlestone procedure was performed on the patient due to an acetabular fracture and suspicion of infection (patient presented with a large wound posteriorly). A competitor shell and liner were removed (the screw on the implant sheet was used to remove the liner), and a stryker restoration modular stem and cone body with a biolox head were explanted. The guide wire was used by the surgeon as a flexible reamer in the femur to remove a loose body of cement (manufacturer unknown). The rep reported that the surgeon intends this as a permanent solution for this patient.